Event description:
Dealer stated that a spoke on the wheel of a t420rda manual wheelchair has broken in half.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.